Event description:
The initial reporter received a questionable elecsys tsh v2 assay result from one patient sample tested on the cobas e 801 analytical unit with serial number (B)(6). The initial result was reported outside of the laboratory. The clinician raised concerns as the result did not match the patient's medical history. The patient sample was recentrifuged then rerun. On (B)(6) 2023, the initial result was 2.91 uiu/ml. On (B)(6) 2023, the patient sample was rerun in a hitachi cup. The repeat result from line 1 was 16.8 uiu/ml the repeat result from line 2 was 15.7 uiu/ml. The repeat results matched the patient's history.

Manufacturer narrative:
The patient sample is not available for investigation. The alarm trace showed a "sample short" alarm. It was noted that the customer's number of sample short and clot errors has increased drastically. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.